Event description:
In 2002, pt placed in vest restraint secured to frame of bed. At some point in time, lower half of one side rail left down. Pt found partially out of bed and without vital signs. The vest restraint was still on the pt however it had slipped up further on their chest and into their neck. At the time the nurse was able to place two finger breadths between vest and neck. Coroner's report=positional asphyxia.